Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the touch screen failure was due to a faulty lcd module. The lcd module was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The top case assembly was returned to the resmed design house for an extensive engineering investigation. Review of the device logs was unable to confirm any touchscreen failure related events and performance testing could not reproduce the reported unresponsive touchscreen. Visual inspection of the top case assembly found evidence of liquid contamination between the display panel and the screen plastic frame. Based on previous investigations of similar complaints and all available evidence, the investigation determined that the reported device failure was most likely due to water contamination of the lcd module. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.